Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level rose as high as 350 mg/dl. The customer changed the site and resumed insulin delivery. As the customer was not receiving an alarm at the time tandem technical support was contacted, troubleshooting to determine the potential cause of the occlusion was not performed. The customer indicated that the infusion site would be changed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.